Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead presented to the hospital with angina. Upon evaluation it was determined that there were increased pacing thresholds, decrease in impedances from 750 ohms to 350 ohms and decreased sensing. The lead configuration was changed to unipolar and there was no capture at maximum outputs. An echocardiogram was performed and a small pericardial effusion was observed. It was determined that this lead had perforated; therefore, the physician explanted the patient's entire system and this lead had tissue in the helix. The patient was being observed in the hospital and it was to be later determined if they would be re-implanted. No additional patient observations have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.